Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 550 laser fiber was used in a stone rubble procedure performed on (B)(6) 2018. According to the complainant, during preparation, the tip of the laser fiber was noted to have black spots. The procedure was completed with another accumax 550 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 2976 captures the reportable event of fiber tip/face material deformation. Investigation results: one flexiva 200 tractip laser fiber was returned intact in one piece. The fiber measured approximately 278.9 cm from the top of the connector which includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Functional analysis revealed that when the fiber was connected to the lumenis laser console, the attach fiber message disappeared indicating that the fiber was recognized by the console. The aiming beam exiting the distal tip is bright, clear, and round. The reported complaint was not confirmed. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected. A complaint with a cause of no problem detected indicates that the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on october 29, 2018 that an accumax 550 laser fiber was used in a stone rubble procedure performed on (B)(6) 2018. According to the complainant, during preparation, the tip of the laser fiber was noted to have black spots. The procedure was completed with another accumax 550 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.